Event description:
It was reported that the some of the intermittent catheters were so big they were like pencils, and some did not have any holes in them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the some of the intermittent catheters were so big they were like pencils, and some did not have any holes in them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.